Event description:
The manufacturer was informed that a perceval valve (model and serial # unknown) was implanted one year ago (implant date is unknown). Reportedly, pressure gradient was noted during follow up and thrombus was suspected on CT evaluation. As reported, on (B)(6) 2025, an aortic valve reintervention was performed, and the valve was explanted.

Event description:
The manufacturer was informed that a perceval valve (model and serial # unknown) was implanted one year ago (implant date is unknown). Reportedly, pressure gradient was noted during follow up and thrombus was suspected on CT evaluation. As reported, on (B)(6) 2025, an aortic valve reintervention was performed, and the valve was explanted. Based on the further information, the valve was implanted on (B)(6) 2023. In (B)(6) 2024 presented with shortness of breath. Echocardiography suggested suspected subvalvular stenosis of the aortic valve. In (B)(6) 2024, echocardiography showed no subvalvular stenosis. Pressure gradient present. Suspected svd. In (B)(6) 2024, they initiated the warfarin. In (B)(6) 2025, echocardiography showed valve leaflet thickening and worsening ar. Subvalvular stenosis assessed as not significant. Device was ultimately replaced with inspiris 23 mm.

Manufacturer narrative:
A follow up report has been submitted on 19 april 2025 with coreid (B)(4) under the ticket opened for missing 3rd acknowledgement and this report is follow up to that. Updated fields: b4, b5, g3, g6, h2, h6. The valve was returned to the manufacturer. The stent and the skirt were covered by fibrous pannus that on the inflow side protruded 2-4mm into the lumen, narrowing the annulus, and contributes to stenosis. Some thrombus depositions were visible on all inflow surfaces. Reddish areas due to coagulated blood entrapment were present on all surfaces. The tops of all posts were covered by fibrous pannus that grew on the free edges of leaflets and also so contributes to stenosis. Yellowish areas due to tissue alterations were detected on the inflow sides of leaflets b and c. All leaflets were stiff because of large thrombus depositions. Fibrous pannus depositions were visible on the crown, on both sinusal struts, on the metal components of posts, along almost all adherent margins and on the inflow belly of leaflet b. On leaflet a, a rectangular area of pericardium (5x10mm) was cut after the explant. Deep scars were detected near post 2. On leaflets b and c, the mesothelial surface was locally wrinkled. X-rays of the subject valve showed no calcification. Histological analyses were performed on samples taken from leaflets b and c. In leaflets b and c, hematoxylin and eosin stain showed that the collagen bundles were disrupted, homogenated and-or defibrated. Red blood cells and inflammatory cells are present inside the large thrombus depositions that were present on the mediastinic surfaces of leaflets b and c; other small thrombus depositions are present on the mesothelial surface of leaflet b. Inflammatory cells were present inside the fibrous pannus deposition that was present on the mesothelial surface of leaflet c. Degenerated inflammatory cells were detected under the mesothelial surfaces of leaflets b and c. Pericardial delaminations were detected on leaflets b and c. In leaflets b and c, gram stain showed rare gram + bacteria. Gross examination revealed a stiff bioprosthesis because of massive thrombotic depositions on both sides of prosthesis. Pannus tissue overgrowth into the inflow lumen and along all free edges also contributed to valve stenosis. Histological analysis revealed inflammatory cells and rare gram-positive bacteria spread inside the large thrombus depositions. The presence of thrombus depositions, inflammatory cells, and bacteria colonies indicated the onset of an infective endocarditis in the acute phase. Based on the manufacturer's sterilization protocols, the chance that pathogen was present on our valve at the time of manufacturing and release is nil considering that the event occurred remotely at > 60 days from the device implant. In conclusion, it is reasonable to assume that the patient¿s condition may have contributed to the structural valve deterioration observed in the perceval s valve.